Event description:
During an unknown procedure the device came off the frame and fell into abdomen. Another product had to be used to remove specimen. Or time extended less than 30 minutes. There was no patient consequence. One device returning.